Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that on the night prior to this report, ¿this thing started with [the patient¿s] stimulation.¿ it was stated that the patient had to turn her implantable neurostimulator (ins) down, which she had never had to do before. It was stated that ¿it¿ was ¿shooting¿ to the bottom of her right foot. It was noted that the patient¿s neuropathy was more on her right side. It was noted that the patient¿s right side was set at 3.00volts and the left side was set at 1.00volts. It was noted that the patient had turned down both sides, which was stated to have been ¿a bad idea.¿ it was stated that the patient walked around and ¿it was like [the patient¿s] right leg wasn¿t there.¿ it was noted that the patient couldn¿t sleep and couldn¿t stand on her right leg. It was stated that ¿it was like standing on a toothpick.¿ it was noted that the patient¿s left leg was fine. It was stated that the patient¿s ins site was ¿killing her.¿ it was further noted that the ins site had ¿always been kind of tender.¿ it was stated that the patient was dizzy. It was noted that if the patient turned her stimulation off, her pain would return. It was stated that the patient had turned her ins off and felt better. It was noted that the patient had gardened on the day prior to this report.

Event description:
Additional information received reported that the patient's symptoms were not device related. It was noted that no malfunctions had been seen and the cause of the issue was not determined. It was noted that the patient was re-educated on the usage of the patient programmer.

Event description:
Additional information received reported the patient did not have concerns regarding their device or therapy. It was noted the patient had appointments on (B)(6) 2014.